Event description:
Information was received indicating that a smiths medical fluid warmer fell below the desired 280-300mmhg of pressure. There was no patient present. There were no reported adverse events.